Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation summarized that the issue occurred due to the external force applied to the relevant part by strongly rubbing it during daily use including re-processing. Additionally, the peeling might be due to aging deterioration of the device. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered the glue on the distal end forceps cover to be peeling. Additionally, the bending section cover glue was cracked. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility returned an asset evis exera ii ultrasound gastrovideoscope to the service center. Upon inspection and testing, it was observed that the forceps cover glue at the distal end was peeling. There was no reported allegation of a malfunction associated with the device and no patient harm or involvement was reported.